Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, ICD, implanted: (B)(6) 2013; 694765, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had no capture in the atrium and the programmer longevity is estimated at 1.2 years. Additionally, the right ventricular (rv) lead¿s pace/sense portion had higher than normal thresholds. The device remains in use and the atrial lead and rv pace/sense portion of the lead were replaced. The high voltage portion of the rv lead remains in use. It was noted that after the leads were replaced the device¿s longevity was now six-and-a-half years. No patient complications have been reported as a result of this event.